Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The relevant components include: product ID: 8709sc, lot# n287946005, implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 500 mcg/ml baclofen at a dose of 70.94 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that during a planned pump replacement for eri on (B)(6) 2017, the physician found there to be a portion of catheter that was laying superficial to the catheter access port and appeared to have been punctured. There was no complaint from the patient regarding the pump performance and no symptoms were reported. The catheter remained implanted, was revised and the issue was resolved at the time of this report. The patient's status was "alive- no injury" and no further complications were expected or anticipated.